Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 530 mg/dl. Customer was treated with manual injection and insulin pump. The customer was assisted with troubleshooting for high blood glucose. Drive support cap was normal. Customer state that there was no leak and air bubbles. Cannula was not bent. Customer state that they did high pressure test there was no delivery. The insulin pump will be returned for analysis.